Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. The reported issue has been confirmed during evaluation of the provided problem description. The issue was resolved by replacing nozzle unit. The device was delivered to the user in working condition. No device's logs, service report and parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined. The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 09/01/2020; corrected date received by manufacturer: 08/27/2020.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).